Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system appeared to be closed, but open door message was present on pendant. They use the wrench to open and close the door, and the open door message cleared, and they were able to complete the spin. Site requesting system checkout. This occurred intraoperatively, and there was less than one hour delay. There was no reported impact on patient involved.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. Does popping when opening. Adjusted inner covers and switches. Opened and closed gantry doors dozens of times, could not duplicate issue. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.